Event description:
It was reported the distal shaft of the ambient super turbovac 90, ifs arthrowand became blue intra-operative. The manufacturer was not able to confirm whether any of the sheath, normally black, had been lost in the patient portal. No patient complication were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available. The lot number of the reported device was not available. Without a lot or serial number, no manufacturing or expiration dates can be provided.